Manufacturer narrative:
Problem codes 1069 and 2532 captures the reportable event of fiber broke and misfired. Patient code 1757 captures the reportable event of user burn. Investigation result: one flexiva ID tractip 200 laser fiber was returned broken in two pieces. The first piece measured approximately 132.2 cm from the top of the connector to the break. The second piece measured approximately 176.6 from the break and includes the entire distal tip. Exposed glass portion of the distal tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a cysto with ureteroscopy and holmium laser procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100h laser console. According to the complainant, during the procedure, the laser fiber broke and burned the surgeon's finger. The procedure was completed with the same laser fiber. It is unknown if any treatment was administered to treat the physician's burn. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a cysto with ureteroscopy and holmium laser procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 h laser console. According to the complainant, during the procedure, the laser fiber broke and burned the surgeon's finger. The procedure was completed with the same laser fiber. It is unknown if any treatment was administered to treat the physician's burn. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.